Manufacturer narrative:
Product ID 924256, lot# 082211418a, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type accessory. Product ID 924256, lot# 082209318a, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type accessory. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 924256, serial/lot #: (B)(4), ubd: 24-apr-2021, UDI#: (B)(4); product ID: neu_stimloc_acc, serial/lot #: unknown, ubd: 24-apr-2021. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that the during the patient's lead implant procedure the burr hole cover did not close properly. A second burr hole cover was opened, however that did not close either. As a result the lead migrated upwards. The lead was replaced. Replacing the lead required intra-operative imaging and an extra hour of operation time. Another burr hole cover was used and the issue was resolved. It was stated that the patient is doing fine. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The cause of the clip not closing was not identified. The doctor tried numerous times but it would not close properly.the device was eventually discarded and the physician used the plastic lead cap within the lead kit. No further complications are anticipated.